Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they have been trying to charge their implant for 5 days, but wasn't finding the device. Patient then said the paddle was burning them - clarified the paddle was getting very hot, and didn't actually burn them. Patient confirmed their implant battery was empty and they have a migraine (implant was put in occipital area) since they couldn't charge. Patient also mentioned they think the implant must help their cervical spine as well, which they realized when they no longer had therapy due to not charging. Patient said the cord was damaged going into the paddle. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger b3: event date is date valid  h3: analysis of the recharger found poor recharge quality message. Cable insulation is peeling away at donut end and wires are exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.